Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving prialt at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that a doctor had "botched" surgery twice already: once in (B)(6) 2016 and once in (B)(6) 2016 or (B)(6) 2016, and that the second time they left a medical instrument in the patient's abdomen, so he would not go back to that doctor; that doctor would not return the patient's or the patient's doctor's calls. No further complications were reported.